Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next one meter and in-house contour next test strips from lot #2lpeg06a using blood sample, which gave a satisfactory performance. The blood results obtained during the in-house testing were properly marked in the meter's memory.

Event description:
An advocate from finland called on behalf the customer to report that they performed a blood glucose test with the contour next one meter. No specific reading was provided. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. Unknown was captured in section a1 as the patient identifier was not provided. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The model # (d4) was not provided.